Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed and delivered a larger bolus than needed. Customer consumer carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.